Event description:
A user facility reported to olympus, that during reprocessing of the cysto-nephro videoscope, foreign material fell off from the scope forceps channel. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device the following defects were found, chipped, scratches, lifting, and thread sticking out on the bending section cover, distal end detached and scrape and fiber inside forceps channel. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Due to the scrape found inside the forceps channel, fibers remained. However, the cause of scraping inside the forceps channel could not be determined. Olympus will continue to monitor field performance for this device.